Manufacturer narrative:
Evaluation has not been completed as the device has been shipped but not yet received by the manufacturer. Based on the information provided to date, no product malfunction has been identified. Design intent is for the tulip to lock upon torque of lock screw. Following receipt of product a full evaluation will be conducted and the results will be filed in a follow-up medwatch report.

Event description:
During a procedure performed in (B)(6) during the week of (B)(6) 2016, the tulip of the 7.5 md max extended tab screw assembly 40mm (43-7000-7540) became fixed at the final tightening with the torque wrench. The tulip was not in the preferred position and the doctor chose to remove the screw. Due to the locked position of the tulip, the screw driver could not be attached so a clamp was used to grasp the tulip and remove the screw. As a result of screw removal, the patient's pedicle bone was fractured. The procedure was then completed with no further reported issue.

Manufacturer narrative:
The returned implants were reviewed visually by engineering for defects and abnormalities. It was determined that the tulip locked during final tightening, as designed. All of the set screws (sl1000 x4) had witness marks consistent with final tightening and 2 points of contact with the rod. The root cause of the failure was the tulip remaining locked, relative to the bone screw, during the removal process. Review of manufacturing history records for lot 5868ps found (B)(4) pieces were released for distribution on 3/18/2015 with no deviation or anomalies.two-year complaint history review did not reveal any previous reports of this nature for any part numbers in the 43-7000-xxxx family of md max extended tab screw assemblies.no corrective action is warranted to the design of the screw as the screw functioned as intended. The surgical technique will be reviewed with the complainant.